Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that three infusion sets that have bent cannula after insertion resulting in line blocked alarms. There was patient involvement with no harm. The event occurred on three devices, and this report captures the first of the three devices involved.